Manufacturer narrative:
(B)(4). Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using u-500 insulin, pushes insulin into cartridge then pulls it all back out, purges air, then fills again, and is not cleaning the vents and pneumatic tap. Tandem clinical support informed customer that using u-500 insulin, pushing insulin into the cartridge and then pulling it all back out, purging air, then filling it again, and not cleaning the vents and pneumatic tap is off label per the tandem user guide. Customer¿s blood glucose level was 193 mg/dl.